Event description:
Arthrex sales rep gave 2.4 mm biocomposite suture tak and suture anchors to our scrub tech with the intent that the surgeon would be using these. The rep had placed the chart implant sticker over the high temp indicator on the package. The surgical team recognized that these products had been exposed to temps greater than 113 degrees f. All 5 of the anchors given to the surgical team were unusable due to the exposure to high temperature, yet this was not noticed by the rep. These devices were not implanted but were considered defective due to the exposure to high temps.